Event description:
Customer reportedly obtained a result of 2.5 inr on the coaguchek s system and 1.64 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
Event occurred in (B) (6).